Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, peripheral artery disease, atrial fibrillation, renal dysfunction, and previous cerebral ischemic events. Complications reported included migration or expulsion of device, cardiac tamponade, pericardial effusion, coronary obstruction / occlusion, renal failure, atrial fibrillation, surgical intervention (valve-in-valve, permanent pacemaker implantation); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: assessment of the safety and effectiveness of the flower antiembolic filter supporting transcatheter aortic valve implantation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "assessment of the safety and effectiveness of the flower antiembolic filter supporting transcatheter aortic valve implantation", was reviewed. This research article is a prospective multicenter experience to evaluate the safety and effectiveness of flower, a novel embolic protection device (epd) used in transcatheter aortic valve implantation (tavi) procedures. The devices included in the study were portico/navitor, accurate neo, sapien 3, evolut r/pro/pro+, and the myval. The article concluded that the use of flower during tavi was found to be feasible and safe, with a low incidence of major adverse events and a reduced number and volume of new brain lesions. The significant amount of debris captured compared to similar devices demonstrates effective device performance. [The primary and corresponding author was filippo scalise, department of interventional cardiology, policlinico di monza, monza, italy, with corresponding e-mail: filippo.scalise@policlinicodimonza.it.] This study included patients undergoing tavi from 01 january 2016 to 31 december 2020. A total of 52 patients were included in the study, of which 21.6% (11) received an abbott device. The average age was 80.4 years. The majority gender is female. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, peripheral artery disease, atrial fibrillation, renal dysfunction, and previous cerebral ischemic events.